Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating there was a speaker malfunction error. Audio was not confirmed. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse confirmed the customer's alleged malfunction and there was no sound present. The customer was provided a replacement speaker to resolve the issue. After the speaker assembly was replaced, the unit returned to specification. No further investigation or action is warranted at this time. E1: reporter institution phone number: (B)(6).